Event description:
During a premature ventricular contraction procedure, the sheath was leaking air which resulting in an air embolism and st elevation. At the start of mapping, with the mapping catheter in the sheath, st elevations appeared on the ECG. A coronary angiography was used to visualize the right coronary artery however nothing was noted. The sheath was rinsed again, a new map was started, and the st elevations disappeared over time. When mapping was finished, the mapping catheter was replaced with the ablation catheter. St elevations appeared again at the start of ablation. The ablation was then stopped and the coronary angiography was repeated. This time there were air bubbles in the right coronary artery. The sheath was replaced and the issues resolved. It is alleged that the sheath was leaking air. The procedure was then completed successfully with no further complications.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f agilis steerable introducer sheath was received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak and subsequent air embolism and st elevation remains unknown.